Event description:
The patient reported that the needle of their v-go popped out. The patient stated that they put the v-go on last night at 10:30pm and that today between 12:30pm to 1:00pm the needle popped out. The patient stated that they did not push the needle release button by error. The device is not available to be returned because it was discarded.